Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 has displayed kvp errors during use requiring a reboot to clear. No adverse patient information reported.